Event description:
Per the surgeon's report, this patient's device was explanted in 2006, due to a "medical reason". The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.